Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported under infusion, which was reproduced. The device was tested for flow accuracy at a rate of 125ml/hr and delivered a volume of 117.498ml which is an accuracy error percentage of -6%, which is greater than +/-5% specification but within +/-10% specification. The reported condition was verified. The cause was determined to be the pressure plate requiring adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump under infused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.